Manufacturer narrative:
Complaints such as this is a known issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
According to the available information, during catheterization, the catheter broke and a part remained into the urethra. The EU underwent a surgical intervention to remove the broken part. After the surgery the EU needed a nurse at home and a medical treatment: later, the EU had an urine analysis. It was positive to klebsiella oxytoca and the enduser had another medical treatment.